Event description:
It was reported that stent damage occurred. Vascular access was obtained via right artery. The 97% stenosed, 15mmx3.5mm, eccentric, de novo target lesion with a bend of >=90 was located in the severely tortuous and severely calcified proximal right coronary artery. A 20 x 3.50 rebel stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent was deformed. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.